Event description:
It was reported the screen boots up and then goes black even after rebooting. The programmer was returned for repair. No patient com plications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer passed functional test. Analysis found the lower hinge plate was cracked. Left and right display hinges found out of mechanical specification. Concomitant medical products: product ID: 229047 analyzer. (B)(4).